Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost weight due to which the ipg was moving around in the pocket. Patient was experiencing difficulties in charging the ipg due to which the patient had been charging the ipg. In turn, surgical intervention took place on (B)(6) 2020 wherein the ipg was explanted and replaced with a new ipg. Additionally, the ipg pocket was made smaller resolving the issue.